Manufacturer narrative:
Concomitant medical products: 8225101 - probe 8225101 5pk std prass flush tip; manufactured date ¿ unknown; lot ¿ unknown; 510k ¿ k934426. 8253001 - mainframe 8253001 nim response 3.0; manufactured date ¿ may 23, 2015; serial number - (B)(4); 510k ¿ k083124. (B)(6). (B)(4). The emg et tube and probe were discarded by the customer and they will not be returning the nim 3.0 mainframe for evaluation. Therefore, an analysis has not been performed.

Event description:
The sales rep reported that during a thyroid case, the nerve location was known but the system was not detecting it. The doctor visually saw the nerves and knew there was an issue as the system was making the "warble" sound versus the sound made when directly stimulating a nerve. When looking at the tube after the case, the doctor and sales rep discussed that the 22-24 cm depth at which the tube was inserted may have had something to do with the false negative response. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.